Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure when inserting the balloon catheter through the ureteroscope, the distal end (filaform tip) got caught in the scope. It was difficult to pass the catheter through the scope. It was confirmed that the inside diameter of the working channel of the ureteroscope was appropriately sized. The maximum pressure the balloon was inflated to was 8.5 atm. Afterwards, the catheter tip looked bent however this did not make it difficult to remove the catheter. The catheter was not bent upon opening the package. It was also confirmed that there were no issues with the catheter coating, the placement of the catheter or balloon deflation. The balloon folded normally for deflation and was completely deflated when it was removed. At the conclusion of the procedure there were no adverse effects or patient complications due to this catheter failure and the patient's condition was stable.

Manufacturer narrative:
(B)(6). (B)(4) for the reported event of tip bent. (B)(4) for the reported event of catheter difficult to advance. (B)(4) for the reported event of shaft kinked. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual evaluation revealed that the balloon material was fully deflated. The distal tip of the device is bent and kinked. The core wire inside the balloon is bent. A visual and tactile examination of the shaft of the device noted very slight kinks along its length. The root cause classification of this investigation is operational context.